Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to inappropriate shocks by the right ventricular (rv) lead for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The rv lead triggered a lead integrity alert (lia). The lead was found to have high impedance and was suspect of a lead fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.